Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patients ipg was replaced due to extended ipg charging. The patient was doing well postoperatively, and the explanted device will not be returned as it was not released by the facility.